Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified iliac vein. A 5.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during first inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was removed from the patient without issue. The procedure was completed with another of same device. There were no patient complications reported.